Event description:
The customer tested his blood glucose using 2 contour meters and received readings of 286 and 115mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not expected to be returned for evaluation.